Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 600 mg/dl. Customer treated for their blood glucose with an infusion set change. The customer reported a bent cannula upon removal of their infusion set. It was also found the customer had an infusion set leak. Customer stated the leak was at the needle. The customer stated they had changed their infusion set. Customer also reported insulin was not being delivered when priming. The customer stated they had to prime 20 units of insulin before seeing insulin exiting. Customer also reported receiving a max fill message after the prime. Customer's blood glucose declined to 438 mg/dl at the end of the call. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.